Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels dropped to between 40 mg/dl and 50 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea and not being able to eat. The patient was treated with intravenous fluids, and was released after 3-4 hours.